Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge, which led to a pump shutdown. The customer's blood glucose (bg) level reportedly ranged from 250 mg/dl to 387 mg/dl with ketones. Reportedly, the healthcare provider identified the ketone level as life threatening. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2018 due to diabetic ketoacidosis (dka) and nausea sustained from the battery charging issue. The customer received intravenous (IV) insulin and fluids in addition to nausea medication while hospitalized. The customer indicated that no permanent damage was sustained, and that the customer would be released from the hospital on (B)(6). Tandem technical support attempted to contact the customer on multiple occasions in order to confirm the release date; however, the customer did not respond.